Event description:
The clinician reports the implant was inserted (B)(6) 2001 in ada 14. On (B)(6) 2024 , loss of osseointegration was verified. Patient presented with previous bone augmentation. The device was forwarded to the manufacturer. At the event the patient experienced: peri-implantitis, bleeding and inflammation. No further patient complications were reported.